Manufacturer narrative:
The distal segment of the zoom 7x catheter shaft was not returned for investigation. The proximal segment of the zoom 7x was returned, and device investigation confirmed shaft separation. Examination identified damage to the catheter shaft consistent with axial loading during the procedure, including stretching of catheter materials at the separation location. Manufacturing records for the zoom 7x were reviewed and confirmed the product met all design and manufacturing specifications prior to release. The exact root cause of the reported shaft separation could not be conclusively determined through device investigation. However, complaint information suggests the reported event was likely associated with an overtightened third-party rotating hemostasis valve (rhv) during removal of the zoom 7x, although this could not be confirmed.

Event description:
It was reported that during a mechanical thrombectomy procedure for an m1 occlusion, the physician encountered resistance while retracting the zoom 7x aspiration catheter. Upon removal, the distal tip of the zoom 7x was observed to be frayed. Following inspection of the removed catheter, angiographic imaging demonstrated a detached catheter tip located near the ica terminus. The physician removed the zoom 88 support catheter and replaced it with a new zoom 88 support catheter and a new zoom 7x aspiration catheter. Using the replacement devices, the physician successfully retrieved the detached catheter tip. Residual thrombus remained within the m1 segment, requiring an additional aspiration pass with the new zoom 7x catheter. A third thrombectomy pass utilizing a stent retriever was subsequently performed. Follow-up angiography demonstrated clot migration into a distal vessel, which was treated using a zoom 45 catheter, microcatheter, and stent retriever. Patient's status post procedure was unknown at the time of this report.